Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump was alarming a sensor error. Customer's doctor is not sure if the electrode is in the customer's body. Customer's blood glucose was unknown. The sensor is being returned for analysis.